Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to lead tip damaged as the guidewire got stuck at the tip. This lv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.